Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that the piston did not gradually return to close when attaching device was removed but rather snapped back causing droplets to splash onto caregiver¿s face. The caregiver's face was washed with water and soap and there were no further repercussions from the splash.

Manufacturer narrative:
Correction on initial report.

Manufacturer narrative:
The customer's report of the delayed close of the valve on the connector was not confirmed. Visual inspection of the set noted no cracks, crazing or breaks on the body of the connectors. The blue valves were flush with the surface of the housing and there were no nicks or tears on the valve. There were no other anomalies noted. Functional testing was performed by attaching the connector to a lab syringe. The syringe was depressed and the connector was primed. The syringe was then removed from the connector. The connector snapped back immediately as the syringe was removed. The root cause of the slow or no return of a valve to the closed position was not identified as functional testing was unable to duplicate the slow return or a splash upon return.